Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Off label per the user guide.there was no reported adverse impact to the customer¿s blood glucose level.